Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to the initial emdr a1 patient initials and a3 sex .